Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The battery icon showed a full four bars at the start of testing. The pump was monitored for three days. The battery icon showed a full four bars and did not deviate during testing. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high/low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown 30 mg/dl and for high blood glucose was 300 mg/dl. Customer's was treated for low blood glucose with juice and for high blood glucose were treated with pump. Customer declined to troubleshoot for high/low blood glucose.